Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.d4 (serial number) and h4 - (device mfg date) have been updated as it was incorrectly documented in the previous initial MDR report.

Event description:
A customer reported he was not able to update the adc freestyle libre reader software and therefore, he was incapable of using the reader to monitor his glucose level. Consequently, the customer experienced symptoms of trembling, stomach pain, and a loss of consciousness; however, he was able to self-treated (unspecified). The customer further reported receiving sugar from a non-healthcare professional as a treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported he was not able to update the adc freestyle libre reader software and therefore, he was incapable of using the reader to monitor his glucose level. Consequently, the customer experienced symptoms of trembling, stomach pain, and a loss of consciousness; however, he was able to self-treated (unspecified). The customer further reported receiving sugar from a non-healthcare professional as a treatment. There was no report of death or permanent impairment associated with this event.